Event description:
N/a.

Manufacturer narrative:
Updated data: b4,e1(email),g3,g6,h2,h10,h11. Corrected data: e3,h6(clinical & impact).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and fixed the issue by replacing the batteries. The fse then completed preventative maintenance with full calibration, functional testing and safety check to factory specifications. The unit was then returned to the customer and cleared for customer use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit will not holding charge. There was no patient involvement.

Manufacturer narrative:
.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit will not holding charge. There was no injuries reported.